Event description:
Pt was revised because of pain and swelling in his left knee. Osteolysis and poly wear of the metal-backed patella and insert was also reported.

Manufacturer narrative:
Eval was not possible, as the products were not returned. Product info required to review the device history records was not provided. The investigation was limited to the info provided. The investigation could not verify or draw any conclusions about reported event; however, polyethylene wear after 21-years implantation should be unexpected. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or add'l info be received, the investigation will be re-opened.